Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had an issue with the insulin pump. The device had a crack on the battery area. The customer got in the water with the insulin pump. The device would not fully work. It was reported that the screen was stuck. The device would not stop beeping. The customer¿s blood glucose during the incident was 350 mg/dl. The customer was taken to the hospital. The customer stated they did not drop the device. They were advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.